Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzg0302 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (huzg0302) have been reported from one u.s. Facility.

Event description:
Facility contact reported that a patient with a 6.6 fr tcl single lumen catheter had the line placed (B)(6) 2015. It allegedly developed a pinhole leak and was supposedly repaired for the second time on (B)(6) 2015 with a repair kit. No reported patient injury or harm.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one segment of 6.6fr s/l broviac catheter and one 6.6fr s/l repair catheter. The sample was received in three segments which shared complete breaks just proximal and just distal of the repair site. Microscopic inspection of the complete breaks revealed glossy striations typical of sharp instrument cuts. Usage residues were observed throughout the sample. Suture was tied around the distal catheter tubing segment at the proximal end. Multiple parallel, longitudinally aligned impressions were observed in the distal segment catheter material between the suture and the distal end of the intermediate tubing. An attempt to infuse water through the sample elements using a 12ml syringe revealed all three segments to be independently patent to infusion; however, during pressurization of the distal segment a spraying leak was observed just distal of the suture. Microscopic inspection of the leak site revealed multiple small diagonally aligned splits. The splits exhibited sharply defined edges and granular textures. The split edges exhibited coarse striations. Microscopic inspection of the aforementioned parallel impressions revealed that they occurred within a clamping impression and were located distal of the splits. The characteristics and relative locations of the splits were typical of damage caused by catheter manipulation with traumatic metal instruments such as forceps or hemostats. The parallel impressions appeared to be the result of clamping the catheter distal of the splits. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿